Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up report for correction. Annex e code was incorrect in the initial MDR / supplemental. Annex e code should be, e2401 - insufficient information.

Event description:
It was reported that the bd luer-lok plunger rod bends easily. The following information was provided by the initial reporter translated from french to english: materialovigilance officer, I would like to contact you regarding an incident which occurred on (B)(6) 2024 in our establishment concerning ¿seringue 3 pieces luer lock ¿ syringes, reference 103328c and batch number 4088748. Our users encountered a problem during an intermaxillary bone graft on a child, when two ¿seringue 3 pieces luer lock¿ syringes were used for local anesthesia of the gum, and the two syringes used twisted at the plunger. On investigation, this is a fairly recurrent problem when syringes are used in ¿hard¿ tissues such as the gum. Unfortunately, the syringes were not kept by the department as they were soiled.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.